Event description:
The customer reported that results for the white blood cell (wbc) aperture 1 (ap1) were not correlating with apertures 2 and 3 on a coulter lh 750 hematology analyzer, resulting in aperture 1 vote outs (non-numeric results). The customer requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/22/2015 and found intermittent wbc vote outs of aperture ap1. The fse found one of the lyse lines in the y-fitting to the wbc was restricted, due to build up. This impaired lyse delivery to one side of the wbc bath, causing the voteouts. The fse replaced the lyse tubing and the instrument ran without voteouts or malfunctions. The repairs were verified per established service procedures. (B)(4).